Event description:
It was reported that a malfunction occurred with the device, indicated by the malfunction code malf 0. The customer's blood glucose level did not exceed 500 mg/dl, with no adverse impact reported. Technical support provided information on how to reset the pump and advised the customer to call back if the malfunction recurred.